Event description:
On 8/20/24 a beta bionics clinical diabetes specialist (cds) was made aware that an ilet user experienced a high blood glucose (bg) event resulting in diabetic ketoacidosis (dka) and hospitalization. The event occurred on 8/20/24. On 8/27/24 a beta bionics customer care agent followed up with the user about the event. On (B)(6) 2024, the user experienced high bg levels, reaching up to 440 mg/dl, leading to a hospitalization due to dka. Despite following the ketone action plan (kap) by checking ketones, contacting their healthcare provider, administering subcutaneous insulin, and disconnecting, the user was unable to resolve the issue as the infusion set was defective. The user was using the convatec inset (23", 6mm) teflon cannula infusion set. The user was admitted to the hospital on (B)(6) 2024, received treatment including an insulin drip and fluids, and was discharged on (B)(6) 2024. During the event the user felt nauseous. Ketone testing showed moderate levels. The user resumed using the ilet after discharge.

Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed hyperglycemia on the reported event date. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended. This hyperglycemic event was caused by a failed infusion set, resulting in insufficient insulin delivery.